Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with a non boston scientific left ventricular (lv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of impedance trends showed fluctuating measurements starting from the 600 ohms range with multiple spikes occurring in the last month with the first spike up to the 1,400 ohms range. This behavior was likely attributed to the lead-header spring contact interaction. There was no evidence of noise on the presenting electrogram (egm) in unipolar. Technical services (ts) discussed troubleshooting options and programming considerations, and further lead evaluation was recommended to rule out other lead concerns. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: upon further review, device code "a1205/loose or intermittent connection" does not apply.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with a non boston scientific left ventricular (lv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of impedance trends showed fluctuating measurements starting from the 600 ohms range with multiple spikes occurring in the last month with the first spike up to the 1,400 ohms range. This behavior was likely attributed to the lead-header spring contact interaction. There was no evidence of noise on the presenting electrogram (egm) in unipolar. Technical services (ts) discussed troubleshooting options and programming considerations, and further lead evaluation was recommended to rule out other lead concerns. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: upon further review, device code "a1205/loose or intermittent connection" does not apply. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with a non boston scientific left ventricular (lv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Review of impedance trends showed fluctuating measurements starting from the 600 ohms range with multiple spikes occurring in the last month with the first spike up to the 1,400 ohms range. This behavior was likely attributed to the lead-header spring contact interaction. There was no evidence of noise on the presenting electrogram (egm) in unipolar. Technical services (ts) discussed troubleshooting options and programming considerations, and further lead evaluation was recommended to rule out other lead concerns. This crt-p system remains in service. No adverse patient effects were reported.